Event description:
The customer reported that the jaw coating came off the device and fell onto pt tissue. This occurred with two devices within the same surgery. There was no pt injury. Additional device used in the procedure can be found on MFR report # 1717344-2010-00695.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The user received questionable calcium results and provided data for one patient sample. The initial result was 12.5 mg/dl with a data flag and was reported outside the laboratory. The same sample was repeated on the integra 400 serial number (B)(4) and a result of 9.7 mg/dl was generated. The patient came in through the ER and was later admitted to the facility. The user did not know if the patient was admitted based on the incorrect result. The user replaced the calcium reagent with a cassette of a different lot number which resolved the issue.